Manufacturer narrative:
Patient information regarding gender, age, and weight were not provided. Multiple attempts were made to obtain further information regarding patient health status; however, the complainant has remained unresponsive. No further information regarding this incident could be obtained. The product was not returned; therefore, physical evaluations were performed on a retain sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that three (3) patients had experienced the loss of a core build up after placement with the build-it fr gold product. This is the third of three (3) reports.